Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, one customer photo which appears to have been taken of the ensite velocity screen was submitted for evaluation. Based solely upon the contact force waveform in the aforementioned photo, there appears to be a steady force of approximately 18g on the catheter tip with no phasic cardiac motion being indicated. The location of the contact force catheter is unable to be determined based on the photo received. The data log files from the tactisys quartz were also received; however, they were not readable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. Following isolation of the pulmonary veins, ablation was being performed on the mitral isthmus with the tacticath quartz ablation catheter and the patient became hypotensive. An echocardiogram revealed a cardiac perforation, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm devices.